Event description:
Arthrex, (B)(4); physician was using a suretek OEM arthrex ar-13995n scorpion needle to repair the right rotator cuff when the tip of the needle broke off in the patient's tendon. Several attempts were made to retrieve the tip. The physician felt that more trauma was because to the area to attempt to retrieve the tip. Physician felt it best to leave it. C­-arm showed it was not in the joint.